Manufacturer narrative:
The used complaint company cartridge was not returned. One unopened company cartridge sample was returned for the same reported lot. The unopened company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. There have been five other complaints reported in the lot number a qualified lens model/diopter and handpiece were indicated. The viscoelastic being used was not provided. It is unknown if a qualified product was used. The root cause for the reported lens damage could not be determined. The lens remains implanted. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was scratched and noted under the microscope after the lens was placed in the eye during the surgeries performed by a doctor. The lens remained implanted in the patient's eye and patient will be followed for lens replacement. Additional information was received stating they thought the source of the problem was caused by the cartridge. The patients are followed in terms of the effects of scratches on their lenses on visual performance. Therefore, they did not undergo any second surgery.